Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) between 2:03:28 pm to 2:53:26 pm on (B)(6)2019. Blood glucose (bg) of 50 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2019 at 7:58:22 am. Cgm alert 1 (cgm low alert) was annunciated. Multiple tubing fills of 30.2 and 12.0 units were observed on (B)(6)2019 at 8:17:16 pm and 8:25:10 pm. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). If user did not disconnect during the fill tubing step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) of below 40 mg/dl. Cause of bg was unknown; however, customer indicated that the change of infusion set and insulin being delivered in muscular tissue may have been affecting bg level. Nutrition bars and gatorade were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.